Manufacturer narrative:
The device was returned to olympus for inspection based on the results of the investigation, the probable cause such as damage of parts due to deterioration/ leakage/ some kind of physical stress, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was found that due to a shortcut of the charge couple device cable, the endoscopic image is not displayed at the videoscope. No patients were involved.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide additional results to the legal manufacturer's final investigation. Due to shortcut of charge-coupled device, image noise also occurred at the display.